Event description:
During a surgical procedure, a sound was heard from the esu (electrosurgical unit) indicating that it had been activated. At the time, it was noticed that the esu active elecode (pencil) was lying on the pt's abdomen and that there was a 2.7 cm long burn on the pt's abdominal skin. It was reported that the electrode could not be deactivated. The active electrode was replaced with a new active electrode and that the new electrode likewise could not be deactivated. The entire unit was replaced with another esu using the same new active electrode and could then be deactivated. Pt in surgery on table at time of incident. Many other pieces of equipment in use.